Manufacturer narrative:
Ptc (product technical complaint) was received on 08-sep-2015: ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and five years after insertion she started having chronic pain, bleeding and uti´s. She had to have a hysterectomy leaving only her ovaries 3 years after the onset of event. She does not feel pain anymore. Chronic pain and bleeding (interpreted as genital bleeding) are listed while uti´s (interpreted as urinary tract infections) is unlisted in the reference safety information for essure. In this particular case, the events started 5 years after insertion. Considering this temporal relationship and lack of alternative explanations, the events bleeding and chronic pain are assessed as related. However, the urinary tract infections are assessed as unrelated since it is unlikely that an infection due to a bacterial contamination during insertion would develop only 5 years after its insertion (unrelated). This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2007. In 2012 she started having major health problems such as chronic pain, bleeding, fatigue, cramping, discharge, bacterial vaginosis, uti's, breast pain. That was just to list a few of the chronic symptoms. There was constant back pain that had to be moderated by pain medication; she constantly broke out in hives, had heartburn, a metallic taste in her mouth. Mood swings from hell, a vitamin d and iron deficiency. That was only some of the side effects and symptoms she suffered through for three years. She could not play with her children, could not work, she could not do the simplest household chore without having to stop because she was either dizzy or in too much pain. She bled every single day for a year and got told by numerous doctors that it was all in her head and it was normal and that women's bodies are capable of bleeding for such a long time like that with no adverse effects. She was on the verge of a nervous breakdown when she finally figured out the problem was essure. It took her another 6 months before she found a doctor who actually listened to her and agreed that essure was causing her health problems. She had to have a hysterectomy leaving only her ovaries at age 34. She was currently two weeks post op and the majority of her health problems were gone within 3 days of hysterectomy. She does not hurt and can play with her children. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and five years after insertion she started having chronic pain, bleeding and uti's. She had to have a hysterectomy leaving only her ovaries 3 years after the onset of event. She does not feel pain anymore. Chronic pain and bleeding (interpreted as genital bleeding) are listed while uti's (interpreted as urinary tract infections) is unlisted in the reference safety information for essure. In this particular case, the events started 5 years after insertion. Considering this temporal relationship and lack of alternative explanations, the events bleeding and chronic pain are assessed as related. However, the urinary tract infections are assessed as unrelated since it is unlikely that an infection due to a bacterial contamination during insertion would develop only 5 years after its insertion (unrelated). This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.